Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined.  (B)(4).

Event description:
It was reported that failure to capture filter basket occurred. A filterwire ez¿ was selected for use. During procedure, it was noted that the filter basket could not be pulled all the way into the retrieval sheath. The device was removed without any further harm to the patient. No patient complications were reported.